Event description:
The hcp reported the device system was explanted due to an infection.

Event description:
Additional information from the hcp reports the patient presented with drainage, incidional wound opening and pocket erosion. A culture of the device pocket and "tip" were done and reported as positive for staph aureus and peptostreptococcus. The patient was treated with both IV and oral antibiotics. The patient outcome is reported as ongoing with risk factors of decubitus ulcers and urinary tract infections.